Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited high impedance measurements and high capture thresholds. The physician elected to cap and replace the lead. The patient was in stable condition post surgery.